Event description:
Additional information received reported that the patient was seen at the office and was programmed accordingly. The programs did not set when they originally replaced the battery. The cause of the por was determined and it was unknown what symptoms the patient was experiencing. No troubleshooting, intervention, or other actions were taken to resolve the event. The patient was doing fine and was getting the benefit of therapy.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced on 2014-(B)(6) and since implant they did not feel stimulation and now saw the ¿call your doctor¿ screen with a yield sign, a telephone, a monitor, and a stethoscope when they tried to use the patient programmer. The patient was not being able to adjust stimulation and had a power on reset (por) condition. The screen was first seen today. The patient did not get a new programmer when their ins was replaced and was using their newest programmer which they had and got long before the implant. The patient went to their follow-up appointment yesterday and their health care provider (hcp) asked if they were feeling the flutter and the patient told them they were because they were nervous but they actually did not and lied to them. The patient thought it was corrected now but their concern was not feeling the flutter. The patient was still wearing pads and they didn¿t think their pads were dry and didn¿t think it was corrected and thought it was corrected now. The patient¿s hcp usually had the manufacturer representative there for the patient¿s appointments. The patient¿s hcp told them they needed a manufacturer representative and they didn¿t know when one would be at their office and didn¿t have their phone number. Today the patient talked to a nurse about meeting with the manufacturer representative and they said they didn¿t know how to do that. The manufacturer representative would reach out to the patient and resolve it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, product type programmer, patient. Product ID 3 889-28, lot# v418176, implanted: 2010-(B)(6), product type lead. (B)(4).